Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the metaglene holder device would not properly grip the target and the implant, causing them to hang loosely on the instrument set or fall off. It was reported that there was no delay in the procedure due to the event. It was reported that there was no harm to the patient. All available information has been disclosed.